Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 580 (mg/dl). Customer administered an insulin injection to treat the bg level, and later reverted to lantus and humalog injections for diabetes management. Review of pump data with tandem technical support showed that in (B)(6) of 2016, the pump battery fully depleted after not being charged, which lead to the reset of the date on the pump to (B)(6) 2008. Tandem technical support assisted the customer with correcting the date. Review of pump history did not show any indication of compromised insulin delivery that would have contributed to the customer's elevated bg level. Contact indicated that the customer would reinstate use of the pump.